Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the part of the incision opened following a fall. As such, the infectious disease doctor recommended system removal. Reportedly, there was no indication of infection. Surgical intervention took place wherein the entire system was explanted to address the issue.